Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing failure at pump, explant approximately 10 years old.

Manufacturer narrative:
This follow-up MDR is created to document the additional device information and the evaluation of the returned device. A titan pump, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation through the non-serialized strain relief of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth, indicating stress was exerted. A separation was noted in the bladder of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be melted, indicating contact with cauterizing instrumentation. Partial separations within abrasion are noted on the serialized exhaust and inlet tube of the pump. Testing revealed these to not be sites of leakage. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with cylinder 1 or the reservoir. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Based on examination of the returned product, it was concluded that while in-vivo the serialized exhaust and inlet tubing of the pump had overlapped and abraded against one another. This positioning then resulted in stress on the non-serialized strain relief. In combination with device usage over time this positioning could contribute to sufficient stress(s) to separate the non-serialized strain relief at this site. A separation of this type would then allow the loss of fluid, making the device inoperable.